Event description:
Info rec'd that the head up was not working. No injury alleged.

Manufacturer narrative:
Tech - head up not working. Technician found the head up was not working due to bad coil. Replaced the coil to resolve this issue.